Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. In addition, the customer believed the battery was depleting quickly. The pump battery depleted from 100% to 80% within 24 hours. The customer's blood glucose level was 160 (mg/dl). During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Reportedly the customer would continue to use the pump for insulin therapy.